Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a motor error alarm. The customer¿s blood glucose level was 350 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error after possible exposure to MRI. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was able to complete the rewind process. Customer also reported that she was hospitalized twice due to diabetic ketoacidosis. The customer had symptoms such as nausea, abdominal pain, and difficulty breathing. Customer's blood glucose reading was 209 mg/dl at the time of call. Customer declined high blood glucose troubleshooting. The reservoir is not returned for analysis.